Event description:
It was reported that for the past 3 weeks, the patient perceives a noise and discomfort whilst wearing the audio processor. The patient is not using the audio processor anymore. Re-implantation is recommended.

Manufacturer narrative:
Not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.